Manufacturer narrative:
The customer reported that the org has a noisy ECG and respiration signal. Receiver 1, 5, and 7 are bad. A loaner org was shipped to the customer however did not function correctly. The second loaner that was sent to the customer also did not operate correctly. It was discovered that neither of the loaner org's had the smoothing installed. A third loaner org with smoothing was configured and sent to the customer. Upon receiving the third loaner, the customer called stating the loaner org was experiencing communication loss. Tech support at nka tried to trouble shoot with the customer but was unsuccessful. The original defective org is being returned with all three loaners. At this time, the customer does not want another loaner. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the org has a noisy ECG and respiration signal. Receiver 1, 5, and 7 are bad.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the org has a noisy ECG and respiration signal. Receiver 1, 5, and 7 are bad. A loaner org was shipped to the customer however did not function correctly. The second loaner that was sent to the customer also did not operate correctly. It was discovered that neither of the loaner org's had the smoothing installed. A third loaner org with smoothing was configured and sent to the customer. Upon receiving the third loaner, the customer called stating the loaner org was experiencing communication loss. Tech support at nka tried to trouble shoot with the customer but was unsuccessful. The original defective org is being returned with all three loaners. At this time, the customer does not want another loaner. The original unit was evaluated and the customer's reported complaint was confirmed. The rssi levels were reading at 4 on 5 receivers. Five receivers were changed on this unit. Unit was retested. No other issues were found. The device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.